Manufacturer narrative:
The insulin pump function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. All operating currents are within the specification, no unexpected low battery, failed battery test or off no power alarm noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. After troubleshooting, the insulin pump alarmed failed battery test. The customer was hospitalized. The customer woke up with a blood glucose level of 50 mg/dl. The day before his blood glucose level was 37 mg/dl. The customer ate a cookie to treat his low blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.